Event description:
New information received notes that programming changes were performed to resolve the issue of far-p wave oversensing that led to anti-tachycardia pacing. The patient experienced no adverse consequences post-intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with inappropriate high voltage therapy. Upon review, the implantable cardioverter defibrillator exhibited far-p wave oversensing that led to anti-tachycardia pacing. Programming changes were discussed but no intervention was performed.